Event description:
It was reported that at the last pump refill, they pulled out more duramorph than what should have been in the pump. The pump was filled every 3 months with 10 mls of drug. At each refill, they usually got about 2-3 mls back, but the last time it was more like 4-5 mls. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).